Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death, event - estimated. Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature: finding the unknown: decrease in left atrial appendage velocity as a surrogate marker of successful mitraclip implantation in patients with and without atrial fibrillation.

Event description:
This is filed to capture the patient deaths. It was reported through a research article, that patient deaths occurred one month post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the attached article, finding the unknown: decrease in left atrial appendage velocity as a surrogate marker of successful mitraclip implantation in patients with and without atrial fibrillation. Please see article for additional information.